Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient had developed a pocket infection after implant which progressed to (B)(6). Antibiotic therapy was given and the patient was transferred to a larger facility for a system explant. The entire system was explanted and the 5076 lead was implanted as a temporary pacing lead. Three days post explant of system and implant of temporary lead the patient expired. Cause of death and additional information about the circumstances surrounding the death have been requested and not yet received.